Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer with information indicating the patient is deceased. No additional information was provided. Further review of the manufacturer's database indicated the patient died approximately ten months after the ICD was replaced. Additional information obtained indicated that the patient was part of an unnamed study. The patient received "multiple shocks" requiring medication adjustments, and continued to receive therapy. The patient's status was made do not resuscitate/do not intubate and ventricular tachycardia therapies were programmed off. Further information reveals the patient was thought to be septic and had positive blood cultures of an unknown agent. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The inner insulation was kinked and buckled. The outer insulation had a breached cut and cosmetic depression. There was apparent explant damage. (B)(4) - the partial lead was returned in segments to the manufacturer and analyzed. No anomalies were found. The outer insulation was melted and had cosmetic depression and esc. There was apparent explant damage. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The defib conductor had a fracture (overstress), and the outer insulation had cosmetic depression. There was apparent explant damage.